Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was a reduction of outflow graft lumen in proximity to the lvas pump outlet seen on the computerized tomography (CT) scan. It was hypothesized that there was an accumulation of jelly like material between the outflow graft and bend relief. An outflow graft stent procedure was performed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a reduction of the outflow graft lumen was confirmed through review of the submitted images. A specific cause for this event could not be conclusively determined through this evaluation. It was reported that a reduction of outflow graft lumen was observed in proximity of the heartmate 3 pump outlet via computed tomography (CT) scan images. The physicians believed an accumulation of material between the outflow graft and the bend relief was causing the obstruction, and an outflow graft stenting procedure was performed. It was later reported that the CT images were ordered because the patient was experiencing fatigue. The submitted CT images appeared to show a potential issue with the outflow graft underneath the bend relief. Additional images taken with an intravascular ultrasound (ivus) device during an outflow graft stenting procedure were also submitted. These images appear to show a cross section of the graft that is partially narrowed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.